Event description:
New information received on january 31st, states that oversensing issue was due to lead noise issue. Patient was presented via merlin.net transmission. Patient was stable during and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an unspecified oversensing issue was observed on the rv lead. Lead was capped on (B)(6) 2018 and a new lead was implanted. No further information is available.